Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.50 diopter implantable collamer lens into the patient's left eye (os). The surgeon reports the patient has zero vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).